Event description:
Treatment of a basilar in-stent stenosis. During the procedure, it was reported that the navien guide catheter separated 8 inches from the distal tip as it was being navigated to the lesion and was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation and the body appeared to be broken at approximately 20.1 cm from the distal tip, but still retained by the inner layer. Catheter break. (B)(4).